Manufacturer narrative:
Continuation of d10: product type: mobile platform product ID a820 lot# serial# unknown. Product type: software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (con) regarding an external device to an implantable pump infusing unknown baclofen, morphine and fentanyl for post-lumbar laminectomy syndrome and non-malignant pain. It was reported that the patient stated that they got the new communicator today ((B)(6) 2026) but they could not get it to do anything. They charged the communicator but the patient was getting a message that said the communicator was not detected. During call, the patient closed all applications and the agent walked the patient through pairing new communicator but kept getting no device found. The patient turned location on, reset the handset, and reset the communicator. The patient attempted to connect to myptm (patient therapy manager) but when they got to 90% they got the message that the myptm app was not responding. The patient closed app. Agent walked the patient through clearing data. The patient was able to connect to myptm app.